Event description:
The customer reported issues with the footswitch and aspiration. One procedure was cancelled. No pt injury was reported.

Manufacturer narrative:
The customer was re-using items. Multiple attempts were made for more info on the items re-used and if any samples would return for evaluation. No response to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional info becomes available. This report was mailed to FDA on: 12/17/2008.